Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-02142. The pt received her scs system, including two percutaneous leads, on (B)(6) 2009. It was reported the leads will be explanted and replaced due to invalid impedances. It is currently unk if the explanted leads will be returned to the MFR for analysis once they are explanted. F/u on the pt found no further issues reported.